Event description:
It was reported that during a cardiac ablation procedure, the physician experienced steering and deflection issues with the catheter. After ablation of the left superior pulmonary vein, the physician stretched the catheter to enter the vein for an exitblock test, then withdrew it and advanced to the right inferior vein. While rotating the catheter in the left atrium, the catheter repeatedly took on an out-of-round shape despite not being in contact with the atrial wall. Upon removal from the body, it was observed that the loop of the catheter was not at a 90 degree angle to the shaft as expected. The catheter was replaced, and the procedure continued without further issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012684016 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, the nitinol wire was observed to be bent in the distal arm transition. On the spiral array segment, the spiral array pebax tube was observed to be kinked. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issues (steering and deflection) was not confirmed through testing. The reported issues (while rotating the catheter in the left atrium, the catheter repeatedly took on an out-of-round shape despite not being in contact with the atrial wall. Upon removal from the body, it was observed that the loop of the catheter was not at a 90 degree angle to the shaft as expected") were confirmed through visual inspection. The catheter failed return inspection due to the spiral array pebax tube was kinked and the nitinol wire was bent in the distal arm transition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.